Manufacturer narrative:
Additional information was received that the patient's back pain was a new pain which was not device related. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed back pain. The patient will undergo a revision procedure wherein the ipg and the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient developed back pain. The patient will undergo a revision procedure wherein the ipg and the leads will be replaced.